Event description:
Patient said she is in the hospital and needs to change her cassette but her other pump which she is trying to change to has a screen that is showing 2.6ml on the screen without any cassette being attached to it. Patient said it never did that before. The pump might have a glitch to it. Registered pharmacist advised patient to change the cassette and continue using the same pump she is currently using. Patient said she never changed a cassette on the pump that is hooked to her, as she usually does it on the other pump that is not hooked and then connects it. Patient called nurse (B)(6) to assist her. Advised patient that I can walk her through cassette change step by step and she agreed. Nurse (B)(6) was next to patient and assisting her. Walked step by step on how to change battery and cassette using the same pump that she is currently using. She followed the steps and was able to do her new mix using the new prefilled cassette that she got from the hospital. She said now screen shows infusion is running fine at her current pump rate of 1.8ml/hr, dose 44 ng/kg/min, with the cassette that is filled with 3 ml of med and 97 ml of diluent, concentration of infusion solution is 0.075 mg/ml. She also confirmed that the screen on the pump she has now is familiar and that is what she sees whenever her infusion running. She confirmed everything is working fine now after changing the cassette and her infusion is running fine with no issues.malfunction pump serial number, (B)(6).